Manufacturer narrative:
Zoll has received the catheter for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
A patient was admitted to the hospital post trauma and underwent a treatment for fever management. A zoll solex 7 catheter was inserted into the left subclavian vein by an experienced physician. The insertion was smooth. On the third day of the treatment nurse observed lower level of the fluid in the existing saline bag. Due to the uncertainty on how much saline was used during initial priming the nurse was recommended to replace the bag with new one and mark the fluid level on the bag for monitoring purpose. Unchanged fluid level was confirmed next eight hours of treatment. The following day, nurse reported a decrease of saline volume in the bag by approximately 150ml. The new catheter replacement was recommended to the nurse but exchange was cancelled because the patient's family decided to withdraw care prior to completion of the ivtm therapy. The patient has expired. Customer does not believe that the patient's death is related to catheter leak issue.

Manufacturer narrative:
The reported catheter leak was not confirmed. A visual inspection of the returned catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Blood had accumulated /dried up on the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. During manufacturing, all solex catheters are 100 % inspected. Only units that pass are moved to the next process.